Event description:
I-flow received a report stating, pump flowed too fast. Pump was set up at 2 pm (B)(6) 2010 and discontinued the same evening with approx 100 ml remaining in the reservoir. In addition bolus button did not stay down. Pt showed no signs of toxicity and had no adverse clinical effects. Pump was filled with 400 mls, medication ropivacaine 0.2% set at a rate of 10 ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Samples evaluation: we received one partially full pump for evaluation and investigation. The pump was received with the select-a-flow (saf) set at "12 ml/hr", the pinch clamp closed, the bolus (pca) reservoir empty, and the pca button in the upright position. The pump was refilled with normal saline solution to the reported fill volume of 400 ml for testing. When the pinch clamp was opened, the pump did not infuse. The saf tubing was removed from the pump and placed into a warm bath with an air source for cleaning. The pump infused without the tubing. The tubing was re-connected to the pump, and infusion was observed. A flow rate accuracy test was performed and the pump infused within specification. Bolus testing was performed and the pump functioned as designed.